Manufacturer narrative:
Concomitant medical product: product ID 97745 lot# serial# (B)(6) product type programmer, patient product ID 97755, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). B3: event date is year valid h3: analysis found bite marks on donut. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt mentioned their controller started not connecting to their implanted neurostimulator(ins) wirelessly since about a year ago. Controller would not connect to ins without using the recharger antenna (rtm). Pt spoke to mdt rep between 6 months to 1 year ago who suggested the pt "just connect the rtm". Pt spoke to a different mdt rep about the issue more recently; rep suggested the pt call patient services (pss). Pt mentioned they also got "software problem: cannot continue: call medtronic: 1_intellis 2_ 3.6 3_ 4_" two times in the past two months and had issues with the recharger antenna (rtm) maintaining connection with the ins. Pt said they used to be able to walk around with the rtm charging the ins and now, if they just breathed, the rtm would disconnect from the ins when charging. Pt said the rtm had become hot when charging the ins where the wire connects to the paddle and at the relay box. Pt said the newest issue was the rtm took a long time to find the ins when first starting to locate the ins with the rtm(the checking the recharger and looking for device screens took a long time). During the call, the pt reset the controller and tried to connect wirelessly with the ins and got "no device found." Pt had to connect with the ins using the rtm. Pt had recharging excellent, but excellent quality switched to poor very quickly. An email was sent to the repair department to replace the controller and rtm.